Event description:
It was reported to technical services on (B)(6) 2012 that this ra lead is under sensing. Patient with av node ablation in 1992. Currently in a fib again and patient feels not very good. Under sensing p-waves and not atr mode switching with smaller p-waves now. Previous atrial sensitivity set to 0.75mv. Can't tell if in mode switch? Lrl is 60ppm, pacing at 70ppm? Is there atrial auto sensitivity? Pacing at a lrl of 70ppm is a good way to tell if in an a tr. Changed sensitivity to 0.025mv to see 0.50mv p-waves. No atrial autosense. Sensing p-waves now and mode switching. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).